Event description:
It was reported the patient expired in 2008. The cause of death was not reported. It was reported the cause of death was unrelated to the implanted system. The patient had metastatic renal cell carcinoma. The patient was last seen in the clinic in july. The drugs used in the intrathecal drug delivery pump were morphine sulfate 1.0 mg/ml, bupivacaine 40 mg/dl, and clonidine 300 mcg/ml.